Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm loss of communication and unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was searching for a transmitter signal. The customer stated that they were inserted a new sensor but the insulin pump was still getting a loss of communication error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.